Event description:
It was reported that during a lap nissen fundoplication, the max button was working intermittently. Another instrument was used to complete the procedure with no patient consequence.